Event description:
Baxter (B)(4) reported an infusor in which the filling port was observed to be damaged during the filling of the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device containing approximately 60 ml of fluid in the reservoir. Visual examination confirmed the reported condition of a syringe broken and stuck inside the fill port. The fill port itself was not broken or damaged; only the tip of the plastic filling syringe had been broken and stuck inside the infusor?s fill port. A root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.